Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The returned introducer and companion sheath were inspected and damage along the companion sheath tip was observed. Additional information from clinical team mentions observations of the physician getting caught up and having to use more force to get companion sheath through the peel away sheath. There were no patient vessel issues or conditions. The cause of the 7fr companion sheath tip damage was most likely user related. D9 device returned date was inadvertently not included on the initial manufacturer device report number 1220648-2025-26307. G1 reporting contact facility name was inadvertently not included on the initial manufacturer device report number 1220648-2025-26307.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D1, d2 brand name, product code, common device are unknown. D4- catalog number, serial number, lot number, expiration date, UDI number are unknown. H4 device MFR date is unknown.

Event description:
It was reported that the us complainant had a 7fr companion sheath being placed at the single access but, there was an inability to pass wires through the 7fr companion sheath. There was no noted harm or injury. The vessel was noted to be small. No additional information was provided.